Event description:
A discordant, falsely elevated testosterone (tsto) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument with a clomid challenge test and resulted lower. The original sample was then repeated on the same instrument and resulted lower than the result obtained with the clomid challenge test. The repeat of the original result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tsto result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and did not find an instrument malfunction. Quality controls and precision were run and all were within acceptable range. The instrument is performing within specifications no further evaluation of the device is required.